Event description:
It was reported that the patient had a suspected infection at the ipg site. Symptom of discharge was noted. The patient was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7177754, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7172303, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4), number/catalog number: sc-4318, batch/lot number: 38786272, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).